Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. Testing of the patient 2 sample at the investigaiton laboratory yielded a reactive result for the elecsys hiv duo assay, with sub-results showing a reactive ahiv submodule and a non-reactive hivag submodule. This was discordant with the customer¿s reported reactive result for the hivag submodule. No sample material was provided for patient 1, limiting the investigation. A definitive root cause for the reported event could not be determined.

Event description:
The initial reporter alleged discrepant reactive results for two patient samples tested with the elecsys hiv duo assay on the cobas e 801 module. Viral load was not detected for the two patients previously diagnosed with hiv infection. For patient 2, the customer reported a result of 5.86 coi (reactive) for the hivag submodule and 1204 coi (reactive) for the ahiv submodule on (B)(6) 2023.